Event description:
Incident description: the lead screw was not catching flesh. A new lead was opened. The case continued without issue. The pacemaker insertion procedure was carried out with no complications to the patient.